Event description:
The pt had a very large left iliac that was 25mm. During the initial implant procedure a main body extension was placed in the iliac to extend the iliac leg graft. Just over a month after initial implant a type iii endoleak was note d where the main body extension had pulled away from the iliac leg. The iliac legs were placed to bridge the gap and extend the leg into the external iliac.

Event description:
The patient had a very large left iliac was 25mm. During the initial implant procedure a main body extenstion was placed in the iliac to extend the iliac leg graft. Just over a month afte initial implant a type iii endoleak was noted where the main body extension had pulled away from the iliac leg. Two iliac legs were placed to bridge the gap and extend the leg into the external iliac.